Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that it was taking a long time to connect to the pump. The patient stated the first one they had put in with a little thing it took about 15 seconds, and they had a bolus, but this thing is ridiculous. The patient stated that the best they can do was 4-5 minutes. The agent walked patient through clearing data and going to the settings app. The patient confirmed that the communicator was on, and the screen came up a lot faster. The troubleshooting steps that were taken on the call resolved the issue. The agent advised to monitor and call back if issue persists. The patient mentioned that the communicator was depleting fast and had to charge daily. He will see if the clearing data will help the communicator depleting fast.